Event description:
It was reported that the patient had his artificial urinary sphincter (aus) previously removed due to recurring incontinence. The patient underwent a re-implant surgery and a new aus was implanted. There patient had a good outcome and there were no complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.